Event description:
Reporter indicated that a dell handheld computer's screen froze during interrogation. The issue was resolved by performing steps to reinitialize the flash memory. Product return to the manufacturer is not expected at this time.